Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 100% to 35% within one day. The customer's blood glucose level was not impacted. The reported battery drop was unable to be confirmed during review of the pump history with the customer during troubleshooting. Reportedly the customer will continue to use the pump for insulin therapy and monitor the battery.